Event description:
Philips received a complaint by the customer on the v60 indicating that the device switched from alternating current (ac) power to internal battery power on inspiration in st mode and then switched back to ac power on exhalation. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The customer called technical support to report that the device switched from ac power to internal battery power on inspiration in st mode and then switched back to ac power on exhalation. The customer swapped in a power management (pm) printed circuit board assembly (pcba) and power supply, but there was no change. The remote service engineer (rse) advised the customer to do an electrical safety test and address any issues found. The rse also instructed the customer to set the flow to 140 from the pneumatics screen, monitor the 35 and 24 vdc when hitting accept to make sure the voltages were stable under the blower load, and then eventually swap the motor controller (mc) pcba and central processing unit (cpu) pcba if needed. After swapping the pm pcba, power supply, and mc board from a known good device, the issue still remained. The customer stated that if the battery was unplugged from the device, the device operated as intended and did not power down during intake like before when it switched the dc power for intake. The customer swapped batteries with another device and found that the problem did not follow, and when the customer swapped the batteries back to the device, the issue went away. The customer ultimately requested the replacement power harness cable and power supply for repair, and the rse provided the customer with the part numbers and prices of the replacement power supply, emi shroud, power harness cable, and power cord. This investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 17sep2025, the customer replaced the power supply, after which the issue was resolved. The customer also replaced the power harness cable as a precaution. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Multiple attempts have been made on 07aug2025, 20aug2025, and 27aug2025 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.